Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's buttons are unresponsive. It was reported that the customer does not have button error alarm, only that the keypad is unresponsive. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. The insulin pump was received with cracked battery tube thread, cracked reservoir tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.